Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: preliminary analysis revealed a no telemetry condition. The device was found to enter a power-on-reset (por) state, which depleted the battery. The por state was caused when accessing an external sram integrated circuit (ic). Device testing confirmed that accessing 128 memory locations in the ic caused high current drain spikes.

Event description:
It was reported that at a follow-up visit about one week post-implant, the device was unable to be interrogated after several attempts. The patient had also had issues sending a remote monitoring transmission via the home monitor. The device was explanted and replaced. No patient complications have been reported as a result of this event.